Event description:
It was reported that air bubbles were present in the tandem mobi cartridge during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by going through the fill tubing process.